Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00018 on february 3, 2017. On 03/10/2017 additional information: the customer has saved the patient samples for further testing in-house. However, they are unable to get government clearance to release the samples. The cause for the discordant hcv results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection on january 12, 2017. The fse performed the verification of: alignments of reagent probes 1,2 and 3, sample probe, auxiliary probe, aspirate probes. The fse checked the hydraulics lines and the dark counts with and without cuvettes. The background count was high. On january 16th and 17th, the fse perfomed decontamination of the system because the background test was high counts. Post decontamination the background counts were within the expected range. The patient sample was tested after decontamination and the results were (B)(6). The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. The patient sample was repeated and the results were (B)(6). The patient was tested at a reference laboratory and the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.